Event description:
The patient reported the gums have been bleeding and experiencing overbite which is uncomfortable. The dentist recommended to stop all treatment as the aligners are hurting the gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.